Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the device handle and tool jaws. The silicone boot insulation appeared intact. The heater wire was observed to be slightly flexed, but remained attached to the hot jaw. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same observed failure. The tool handle was opened to evaluate the internal switch. The switch was examined under microscopic camera. No residue or contamination was seen on the internal switch. No visible defects were observed to the toggle. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, making the inner wire exposed, therefore causing the device not to deliver energy. No specific failure was reported, however based on the returned condition of the device and the results of the investigation, the analyzed failures failure to deliver energy and material twisted/bent were both confirmed. Specific actions for the analyzed failure to deliver energy are being maintained and documented under maquet¿s CAPA system.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. The hospital did not report any patient effects.